Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results of 92 mg/dl and 97 mg/dl, compared to built-in reader readings of 58 mg/dl and 57 mg/dl obtained respectively. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Customer reportedly experienced a loss of consciousness and self-treated with two glasses of juice. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results of 92 mg/dl and 97 mg/dl, compared to built-in reader readings of 58 mg/dl and 57 mg/dl obtained respectively. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Customer reportedly experienced a loss of consciousness and self-treated with two glasses of juice. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.